Event description:
On (B)(6) 2006, dr (B)(6) treated the back of the hand of one of his staff members with 38mjcm to the power of 2, density 8mtz/cm to the power of 2, 6 passes during a demonstration, so she could evaluate the pain levels, down time and respond with an aggressive treatment. On (B)(6) 2006, dr (B)(6) notified the reliant sales representative and reported the patient was over-treated and that the treatment area had a burn. On (B)(6) 2007, the physician reported that the staff member's treatment had resulted in a permanent hypertrophic scar.

Manufacturer narrative:
Dr (B)(6) had reported that no concomitant medical products had been used. Based on reports from dr (B)(6), the treating physician, system (B)(4) was returned to reliant and evaluated. The system was found to be fully within specifications.